Manufacturer narrative:
(B)(4). Results of investigation: the suspect faulty front panel was returned for evaluation where the reported event was reproduced and there was visible water ingress into the resistive touch screen. This failure is part of an internal investigation.

Event description:
The customer stated that this unit's touch screen is not responding when touched. There was no patient involvement at the time of the incident.